Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. After an intravascular ultrasound (ivus) and a balloon catheter were advanced but failed to cross the lesion, a 1.50 rotablator burr and a 2.00 rotablator burr were used to perform ablation. The ablated area was stacked up, so a 3.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 16 atmospheres; however, upon 2nd inflation at 14 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient's body and the dilatation was completed with a non-bsc balloon catheter, followed by successful stent deployment. No patient complications were reported and the patient's status was good.